Event description:
Additional information received states that the fresenius machine alarmed with a blood leak alarm and the blood leak occurred inside the dialyzer housing. Fresenius blood lines were used in treatment. The patient¿s treatment was not restarted. After the blood leak occurred, the physician decided not to proceed with continuous renal replacement therapy (crrt) as the patient¿s condition was getting better. The patient was discharged from the intensive care unit (ICU) the next day and continued with sustained low-efficiency dialysis (sled) treatment in the normal ward. There was no patient injury declared due to the blood loss as patient¿s hemoglobin level was fine. No further event details provided.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Visual examination of the attached pictures confirmed the reported failure. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR): products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
Additional information received states that the fresenius machine alarmed with a blood leak alarm and the blood leak occurred inside the dialyzer housing. Fresenius blood lines were used in treatment. The patient¿s treatment was not restarted. After the blood leak occurred, the physician decided not to proceed with continuous renal replacement therapy (crrt) as the patient¿s condition was getting better. The patient was discharged from the intensive care unit (ICU) the next day and continued with sustained low-efficiency dialysis (sled) treatment in the normal ward. There was no patient injury declared due to the blood loss as patient¿s hemoglobin level was fine. No further event details provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred within 5 minutes after the start of a patient's continuous renal replacement therapy (crrt) while using an ultraflux dialyzer. The patient experienced approximately 200ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been provided.